Manufacturer narrative:
(B)(4). Batch # n54w28. Additional information was requested and the following was obtained: for clarification, did the device complete the firing; however the firing knob broke off upon returning it to the home position? Yes. Did any pieces of the device fall into the patient? No. Will all pieces be returned with the device? No information. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a functional end-to-end anastomosis surgery, firing knob was broken off when it was returned to the home position. A like device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Lot # n4lk5m.